Event description:
Rumi koh system utilized for attempted laparoscopic hysterectomy. Procedure was converted to open. Koh cup (cap) of uterine manipulator was retained after removal of the system. Found when pt presented with vaginal discharge. Pt returned to outpatient clinic with vaginal discharge. Upon exam it was determined that koh cup was not removed during hysterectomy. Pt was sedated and koh was removed vaginally in the outpatient setting.

Manufacturer narrative:
The directions for use indicate the koh colpotomizer system will be removed during vaginal closure/laparoscopic closure along with the uterus and uterine manipulator. In keeping with good medical practice, the physician is responsible to ensure all non-implantable devices are removed from the pt. (B)(4).